Event description:
It was reported that the patient presented with symptoms of presyncope and arrhythmia. The right ventricular lead exhibited intermittent loss of capture and an impedance warning had been triggered. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the steroid ring was damaged when cleaning the helix. The lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. There is no evidence of lead impedance alert in the attached save to disk file.

Event description:
It was reported that the patient presented with presyncope. The right ventricular lead exhibited intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.